Manufacturer narrative:
Pt age and gender: unknown. Asked for patient age; however, the information was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
A manufacturing record review was performed; no deviation was identified or non-conformance (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production was manufactured and did not show any change that could be related with the complaint type reported. During the manufacturing record review (mrr) of the production order for this serial number, no deviation or assignable cause was identified for the haptic damaged complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. The intraocular lens was returned to the manufacturer for evaluation. Visual inspection at (B)(4) microscope magnification was performed. There was evidence of viscoelastic residues, ophthalmic viscosurgical device (ovd) was detected indicating that the device was handled and prepared for surgical use. Loose particles in the optic body was observed. The lens condition is consistent with a lens that was removed from the patient¿s eye. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) into the patient's eye there was a broken haptic. It was stated that the incision was enlarged to avoid permanent damage or impairment to the eye. No further information was provided.